Event description:
It was reported there was an over infusion of albumin. The pump was initially infusing at 10ml/hour and was stopped to program an infusion of blood. When the clinician viewed the infusion ions in epic, the blood was "flowing over as albumin" at a rate of 175 ml/hour. The pump was manually input as 0ml/hour to stop the infusion. Following the event, the pump was sequestered. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacture narrative.

Event description:
It was reported there was an over infusion of albumin. The pump was initially infusing at 10ml/hour and was stopped to program an infusion of blood. When the clinician viewed the infusion ions in epic, the blood was "flowing over as albumin" at a rate of 175 ml/hour. The pump was manually input as 0ml/hour to stop the infusion. Following the event, the pump was sequestered. There was patient involvement but impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.